Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was able to be duplicated. Calibration was attempted with the component and the component passed all calibrations with no failures, resolving the alarm conditions.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported while using the vela ventilator; the unit displays a transducer fault alarm during patient use. The customer reported the ventilator was substituted to another ventilator. The customer reported the hospital staff confirmed the transducer fault after start-up. The customer reported the issue was resolved after replacing the main printed circuit board assembly. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4) . The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, carefusion has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit has a transducer fault defect. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.